Event description:
The patient, four months post-procedure, was found to have a focal, 90% restenotic lesion within the stent requiring medical/surgical intervention. Pci was performed in anticipation of radiation brachytherapy.